Event description:
It was reported that in (B)(6) 2006, a patient underwent posterior-approach lumbar fusion at levels l4-5 and l5-s1 using rhbmp-2/acs. The patient's post-operative period was marked by increasingly severe pain. Imaging studies ultimately showed that the patient had developed uncontrolled bone growth and nerve compression at the implant site. The patient continues to have chronic pain and radiculitis.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: 7/28/2010 lumbar MRI postoperative film showing what appears to be a two level tlif construct at l4/5, l5/s1. Pedicle screws reside within the pedicles of l4, l5 and s1 with two capstone interbody devices within the disc spaces of l4 and l5. A single cross link spans the construct just above the l4 disc. Abundant metal artifact is seen throughout the study. Heterotopic bone formation is seen along the insertion path of both capstone spacers on the right. At l5/s1 this deflects the s1 root as it passes the disc space. It nearly completely closes off the l5 root foramen, however the root does appear to exit without static compression. The central canal shows no stenosis. There is a wide right-sided laminectomy at l5 and l4. The heterotopic bone is less pronounced at l4/5 but still seems to splay the l4 root laterally and the l5 root dorsally. Fusion is solid at both levels. The capstone spacer is eccentric to the right at l4. Sagittal t1 and t2 images support the above axial t1 and t2 images. Some desiccation is seen at the l3 disc as well. 9/2/2010 lumbar CT myelogram shows a two level tlif construct at l4/5, l5/s1. Pedicle screws reside within the pedicles of l4, l5 and s1 with two capstone interbody devices within the disc spaces of l4 and l5. A single cross link spans the construct just above the l4 disc. The rod appears to extend just beyond the left s1 screw caudally, but may end within the screw head or just at the bottom of it on the right suggesting it may be too short. The s1 pedicle screws penetrate the s1 vertebral body and at one point protrude about 10-15mm ventrally on the left. As they approach midline they do not impinge on any structures. Heterotopic bone formation is seen along the insertion path of both capstone spacers on the right. At l5/s1 this deflects the s1 root as it passes the disc space. It nearly completely closes off the l5 root foramen, however the root does appear to exit without static compression. The central canal shows no stenosis. There is a wide right- sided laminectomy at l5 and l4. The heterotopic bone is less pronounced at l4/5 but still seems to splay the l4 root laterally and the l5 root dorsally. Fusion is solid at both levels. The capstone s pacer is eccentric to the right at l4. Sagittal and coronal images verify the above findings. 8/11/2011 lumbar CT myelogram shows a two level tlif construct at l4/5, l5/s1. Pedicle screws reside within the pedicles of l4, l5 and s1 with two capstone interbody devices within the disc spaces of l4 and l5. A single cross link spans the construct just above the l4 disc. No significant interval changes are noted from the study of 2010. Heterotopic bone formation is seen along the insertion path of both capstone spacers on the right. At l5/s1 this deflects the s1 root as it passes the disc space. It nearly completely closes off the l5 root foramen, however the root does appear to exit without static compression. The central canal shows no stenosis. There is a wide right-sided laminectomy at l5 and l4. The heterotopic bone is less pronounced at l4/5 but still seems to splay the l4 root laterally and the l5 root dorsally. Fusion is solid at both levels. The capstone spacer is eccentric to the right at l4. Sagittal and coronal images verify the above findings.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2010 MRI lumbar two level fusion is noted from l4 to s1 with interbody spacers. Large midline decompression is complete. Some d esiccation and narrowing is noted of the l3 disc above the fusion level. Axial views at the fusion levels show capstone spacers eccentric to the right with abundant bone overlying them and passing into the track of insertion ventral to the removed facet joint on the right side at l4/5 and l5/s1. On (B)(6) 2010 lumbar CT shows previous l4 to s1 tlif with well healed and fused spacers at l4 and l5. Screws are well positioned within the l4, l5 and s1 pedicles bilaterally. Wide decompression is noted. On (B)(6) 2010 CT myelogram lumbar sagittal images show completely fused levels at l4 and l5 with open thecal sac without signs of nerve compression. Dural sac is overly expanded due to the degree of previous decompression. Axial views show heterotopic bone along the path the capstone was placed. It does deflect the s1 root but does not impede the exiting l5 root. Posterior fusion is noted bilaterally. On (B)(6) 2011 CT directed lumbar injection needle appears to traverse the dural sac suggestive of CT guided placement for myelography. On (B)(6) 2011 CT myelogram lumbar sagittal images again show completely fused levels at l4 and l5 with open thecal sac without signs of nerve compression. Dural sac is overly expanded due to the degree of previous decompression. Axial views show heterotopic bone along the path the capstone was placed. It does deflect the s1 root but does not impede the exiting l5 root. Posterior fusion is noted bilaterally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006 the patient underwent xrays of the lumbar spine and pelvis. On (B)(6) 2006 the patient underwent xrays of the lumbar spine. On (B)(6) 2009: the patient also underwent xrays of the neck spine and pelvis. On (B)(6) 2010 the patient underwent xrays of the lumbar spine and thoracic spine. On (B)(6) 2011: the patient also underwent xrays of the lumbar spine and pelvis. On (B)(6) 2012 the patient underwent xrays of the shoulder. On (B)(6) 2008: the patient presented for office visit with neck pain, right arm pain, some low back pain with sciatic neuritis and significant occipital cephalalgia on (B)(6) 2013 the patient was admitted for cellulitis of leg and psychoses..

Event description:
It was reported that on (B)(6) 2006: the patient was presented for office visit with electrodiagnostic evaluation of both lower extremities, especially to focus on l5 versus s1 radiculopathy related to retrolisthesis at l5-s1. Impressions: my impression is that (B)(6) has midline back pain most likely due to black disk at l4-5 and l5-s1 with early end plate changes. There was early evidence of retrolisthesis at l5-s1, which was measured 4 to 6 mm on dynamic testing. On (B)(6) 2009: the patient also underwent x-rays of the neck spine and pelvis. Impression: technically successful CT-guided injection of intrathecal contrast. Post-injection CT myelogram was performed and dictated separately. (B)(6) 2010: patient presented with back and neck pain. (B)(6) 2010: the patient underwent MRI of the lumbar spine due to history of radiculopathy and previous lumbar fusion. Findings: l3-4, there is mild disc bulge resulting in flattening of the thecal sac without canal or foraminal stenosis. Impression: statile postoperative changes were seen at l4-5 and l5-s1 without significant interval change, as compared to prior CT scan of the lumbar myelogram dated (B)(6) 2009. At the l3-4 level, there was a broad disc bulge causing flattening of the thecal sac without canal or foraminal stenosis. No abnormal enhancement was seen within the nerve roots of the cauda equina. (B)(6) 2010: the patient presented with chief complaint of neck, arm, back, and leg pain. Patient was involved in a motor vehicle accident in 2008 which caused the neck and arm pain and increased her low back pain and leg pain. Patient had constant numbness, burning, spasms, and cramping aggravated by sitting, standing, walking, and flexing. It was greater with extending, sneezing, and coughing. It was worse in the evening. There was subjective weakness in the legs, right greater than left. The patient was diagnosed with cervical radiculopathy and failed back syndrome. On (B)(6) 2010, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015: the patient had following assessment: fbss. Cervicalgia with c4-5 protrusion and stenosis on MRI. Postherpetic neuralgia, c6-7 and t3-4. Failed trial of dorsal column stimulation. Chronic pain syndrome. Successful trial of intrathecal morphine/clonidine. Intermittent thrombocytopenia. On (B)(6) 2010, (B)(6) 2014: patient was diagnosed with "fbss' on (B)(6) 2011, (B)(6) 2012, (B)(6) 2014: the patient presented for pain medicine. (B)(6) 2011: the patient presented with low back pain. The patient underwent various laboratory tests. Impression: chronic arthralgias, etiology to be determined. Rash. Rule out discoid lupus. Rule out dermatophytosis. Abnormal thyroid profile. Rule out hypothyroidism. Leukopenia. Chronic low back pain, status post fusion. (B)(6) 2012: the patient was diagnosed with lumbar root injury. The patient underwent following procedure: placement of a temporary spinal cord stimulator. The worst area of pain was the patient lower back. It felt more stimulated when lying down. (B)(6) 2012: the patient underwent pain relief program but did not get relief. (B)(6) 2012: the patient underwent following procedure: cervical epidural steroid injection, diagnostic or therapeutic. Fluoroscopic needle localization. (B)(6) 2012: patient was diagnosed with thoracalgia. The patient underwent following procedure: thoracic epidural steroid injection, diagnostic or therapeutic. Fluoroscopic needle localization. (B)(6) 2014: patient presented with low back pain. The musculoskeletal system revealed back and joint pain. Psychological examination revealed anxiety.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-1998: the patient suffered an unspecified serious back injury. (B)(6)-1999: the patient underwent a lumbar laminectomy. (B)(6)-2000: the patient underwent x-rays of the lumbar spine. There is no evidence of fracture, bone destruction or congenital variation. The interspaces are well maintained. No soft tissue lesion is seen. (B)(6)-2000: the patient reported falling the night before, injuring her low back, buttocks, and right elbow. Assessment: contusion left elbow, which is pretty much resolved; low back strain secondary to a contusion and fall onto the buttocks; possible right sciatic nerve root irritation, specifically around the right sciatic notch. (B)(6)-2000: the patient presented for follow up. Assessment: contusion/ strain low back. (B)(6)-2002: the patient underwent x-rays of the lumbar spine. Impression: minimal narrowing at l4-5. Flexion and extension films show a reasonable range of motion. (B)(6)-2002: the patient underwent a lumbar myelogram with post myelogram CT. Findings: there is disc space narrowing at the l4-5 I nterspace with minimal posterior bulging seen. Myelogram demonstrates minimal attenuation of the l5 nerve roots as they cross the l4-5 interspace. There are no other significant abnormalities. (B)(6)-2004: the patient presented with intractable low back pain. (B)(6)-2004: the patient presented with lower back and right leg pain that travels to the buttocks, hip, back of thigh, front of thigh, inside thigh, and outside thigh. Diagnoses: post-laminectomy syndrome, lumbar; lumbar or lumbosacral intervertebral disc degeneration. (B)(6)-2006: the patient presented with low back and leg pain. She has buttocks pain and bilateral leg pain, right greater than left. Flexion and extension x-rays performed in office demonstrate decreased disc height at l4-5 and foraminotomy defect at l4-5 on the right side. At l5-s1, there is 4mm of retrolisthesis in flexion, which increases to 6mm of retrolisthesis on extension. There is mild to moderate loss of lumbar lordosis as well. Impression: midline back pain most likely due to black disk at l4-5 and l5-s1 with early end plate changes. There is early evidence of retrolisthesis at l5-s1 which is now measuring 4-6 mm on dynamic testing. (B)(6)-2006: the patient presented stating her condition has become worse. Diagnoses: post-laminectomy syndrome, lumbar; lumbar or l umbosacral intervertebral disc degeneration. (B)(6)-2006: the patient presented for a pre surgery review. Diagnosis: chronic back pain; degenerative disc disease and joint disease; anxiety; depression: uterine myomas. The patient underwent x-rays of the chest. Impression: no acute pulmonary process. (B)(6)-2006: the patient presented with lower back and right leg pain with weakness. Diagnoses: postlaminectomy syndrome, lumbar; lumbar or lumbosacral intervertebral disc degeneration. (B)(6)-2006: the patient presented stating her condition had become worse after a fall in which she fell on her buttocks. Diagnosis: postlaminectomy syndrome. (B)(6)-2008: the patient was involved in a minor motor vehicle accident. (B)(6)-2009: the patient presented with neck pain and headaches, lower back pain, right leg pain, and left sciatic pain. Diagnoses: cervical spondylosis without myelopathy; lumbar or lumbosacral intervertebral disc degeneration. (B)(6)-2009: the patient presented with neck pain, headaches, constant leg pain in the right, and new onset of sciatic pain on the left after a very minor mva last november. The patient underwent an emg/ncv bilateral lower extremities. Results: the bilateral common peroneal, tibial, superficial peroneal and sural nerve latencies, amplitudes and conduction velocities were normal as was the needle exam. (B)(6) 2009 the patient presented with pain and underwent a CT myelogram of the lumbar spine which was compared to 2002 studies. Noted were: callus or osteophyte was seen at each level narrowing the right lateral recess; mild disc bulge l3-4 with no stenosis or impingement; and no osseous abnormalities. There were mild degenerative changes of the sacroiliac joints and a small possible hemangioma in the right ilium measuring 4mm. Hardware was well seated, aligned, and intact. The tips of the screws at s1 did extend beyond the anterior cortex of the s1 vertebral body, greater on the left than right and a clinical correlation was recommended, there was body fusion through the cages at l4-5 and l5-s1. There were no compression fractures or focal osteoblasts or osteolytric lesions. There was no evidence of cord tethering. The patient underwent MRI of the cervical spine as well. Impression: small central protrusion at c5-6 without significant canal stenosis; mild bulge to the left at c6-7 without significant canal stenosis. (B)(6)-2009/(B)(6)-2009: the patient presented with neck pain and headaches as well as lower back and right leg pain. Diagnoses: d isplacement of cervical intervertebral disc without myelopathy; sprains and strains, cervical sacroiliitis; sprains and strains, lumbar, status post l4-s1 fusion. (B)(6)-2009: the patient underwent MRI of the brain. Impression: normal MRI of brain. (B)(6)-2009: the patient underwent CT of the brain due to severe and chronic headaches. Impression: no evidence of hemorrhage or other acute changes. The patient also underwent MRI of the brain. Impression: unremarkable mra of the circle of willis. (B)(6)-2009: the patient underwent CT of the facial sinuses due to neck pain and status post tonsillectomy. Impression: no active disease. Diagnosis: acute cephalgia; acute cervical lymphadenitis, acute cervicalgia. (B)(6)-2010: the patient presented with low back, neck pain as well as recent vomiting. (B)(6)-2010 : the patient underwent MRI of the lumbar spine due to history of radiculopathy and previous lumbar fusion. Findings: l3-4, there is mild disc bulge resulting in flattening of the thecal sac without canal or foraminal stenosis. (B)(6)-2010: the patient underwent MRI of the cervical spine. Impression: progression of disc bulge at c5-6 touches the ventral spinal cord without deformity. Previously seen disc protrusion is no longer identified; stable mild disc bulge to the left at c6-7; mild congenital canal stenosis without acute osseous abnormality. MRI of the thoracic spine was also performed. Impression: small central protrusion at t7-8 indents the thecal sac without definite impingement, no other herniations are identified, there is a mild bulge at t9-10; no acute osseous abnormality, there is mild degenerative change. (B)(6)-2010: the patient presented with lower back pain, bilateral leg pain, arm weakness, and numbness in legs if sitting for more than 10-15 mins. X-rays of the cervical spine show loss of lordosis at c5-6. X-rays of lumbar spine show l4-s1 fusion and no significant adjacent segment disease. Diagnoses: displacement of cervical intervertebral disc without myelopathy; lumbosacral spondylosis without myelopathy. (B)(6)-2010: the patient underwent a CT myelogram of the lumbar spine. Impression: no change in appearance of the CT lumbar myelogram when compared to same study performed on (B)(6) 2009. The surgical changes at l4-5 and l5-s1 are stable, the motion segments and disc spaces are solidly fused, the left facet joints are solidly fused, and all fusion hardware is in appropriate locations, intact, and unchanged compared to prior exam. (B)(6)-2011 : the patient presented with neck pain, headaches, upper back pain, lower back pain, bilateral leg pain and left arm pain with weakness, numbness and tingling in bilateral legs and feet. Diagnoses: lumbar spinal stenosis; lumbosacral spondylosis without myelopathy. (B)(6)-2011 : the patient underwent MRI of the lumbar spine due to pain. Impression: post-surgical changes; an approximately 1.2 cm circular high t1 and t2 signal intensity lesion is noted within the l3 vertebral body, likely a benign hemangioma. (B)(6)-2011: the patient presented with complaints of left side of back down both legs numbness to both feet with sitting. The left leg goes numb from groin down legs. Diagnoses: displacement of cervical intervertebral disc without myelopathy; displacement of thoracic intervertebral disc without myelopathy; lumbar spinal stenosis; lumbosacral spondylosis without myelopathy. (B)(6)-2011: the patient underwent MRI of the thoracic spine without contrast. Impression: no change compared to prior examination on (B)(6) 2010. MRI of the cervical spine were also performed. Impression: in the interval since the prior exam, (B)(6) 2010, the c4-5 disc bulges have become more configured like a diffuse protrusion, but does not have any progressive canal stenosis; moderately severe spinal stenosis c5-6 due to spondylitic bulge is stable as is the rest of the cervical spine. (B)(6)-2011: the patient presented with right leg pain occasionally and mid thoracic pain. Diagnoses: lumbosacral spondylosis without myelopathy; displacement of cervical intervertebral disc without myelopathy; displacement of thoracic intervertebral disc without myelopathy. (B)(6)-2013: the patient underwent a lumbosacral plexopathy from lower extremity entrapment without motor deficit due to pain associated with lower extremity entrapment. Findings: saphenous proximal left 38% greater than right; saphenous distal left 33% greater than right. The patient also underwent an electrodiagnostic pain fiber nerve conduction study. Findings: right l1 upper lumbar nerve +2 moderate; left l1 upper lumbar nerve +1 mild. Left l3 femoral cutaneous nerve -1 hyper; right l4 saphenous nerve -1 hyper.

Event description:
It was reported that on (B)(6) 2001 the patient presented with low back pain, bilateral leg pain, and a history of hemi-laminectomy at l4-5. The patient underwent a lumbar spine MRI which demonstrated minimal scarring at l4/l5; disc bulge with osteophyte complex at l5/s1, slightly more on the right than left with narrowing of neural foramen bilaterally and the question of disc osteophyte complex touching the right exiting nerve root at that level; there was no canal stenosis; there was no enhancing collections such as an abbess or post- surgical complication; and there was a assumed hemangioma or lipoma at l3 and l4. On (B)(6) 2002 the patient presented with pain and was unable to walk or move easily. The patient underwent a CT discogram of the lumbar spine with an increase of symptoms. Imaging of the l3-4 disc space demonstrated loss of integrity of the interspace between the nucleus pulposus and the annulus fibrosis. There was a large dorsal midline annular fissure tear of the annulus fibrosis with free extension of contrast into the midline ventral epidural space. CT imaging of the l4-5 level again demonstrated a right hemilaminectomy defect. There was residual scar with the ventral epidural area at l4-5 which correlated with enhancing granulation tissue seen in a prior MRI. At l5-s1 the pain level increased post injection and imaging showed free extension of contrast material into the ventral epidural space more pronounced on the right than left. There was a complete loss of integrity of the dorsal annular fibers. On (B)(6) 2002, reportedly, the patient underwent a discogram CT scan of the lumbar spine. On (B)(6) 2006 the patient presented with low back pain and underwent a lumbar discogram (two level) which showed l4-5 concordant low back and bilateral buttock pain. A CT scan demonstrated clinically and radiographically positive discography at the l3-4 and l5-s1 level with dorsal midline annular fissure tear at l3-4 and complete disruption of the dorsal annular fibers at l5-s1 and reproduction of the patients symptoms with discographic injection. On (B)(6) 2006 the patient presented with the preoperative diagnosis of degenerative disc disease, l4-5 and l5-s1, post laminectomy syndrome, intractable low back and right leg pain, and lumbar stenosis, l4-5 and l5-s1. The patient underwent a redo laminectomy, l4-5 with right l4 inferior facetectomy; l4-5 laminectomy, right l5 inferior facetectomy; posterolateral fusion, l4-s1; segmental instrumentation, l4-s1; transverse lumbar interbody fusion, l4-5 and l5-s1; peek lumbar cage, 12mm at l5-s1 and 10mm at l4-5; and local autograft mixed with cancellous allograft and infuse. Continuous emg, ssep and motor evoked potential stimulation was utilized. No patient complications were noted. On (B)(6) 2006 the patient was discharged from hospital. On (B)(6) 2009 the patient presented with pain and underwent a CT myelogram of the lumbar spine which was compared to 2002 studies. Noted were: callus or osteophyte was seen at each level narrowing the right lateral recess; mild disc bulge l3-4 with no stenosis or impingement; and no osseous abnormalities. There were mild degenerative changes of the sacroiliac joints and a small possible hemangioma in the right ilium measuring 4mm. Hardware was well seated, aligned, and intact. The tips of the screws at s1 did extend beyond the anterior cortex of the s1 vertebral body, greater on the left than right and a clinical correlation was recommended, there was body fusion through the cages at l4-5 and l5-s1. There were no compression fractures or focal osteoblasts or osteolytric lesions. There was no evidence of cord tethering. On (B)(6) 2011 the patient presented for an evaluation of spondylosis of the lumbar spine and underwent a CT myelogram and CT imaging which demonstrated that the interbody spacers were incorporated to the bone fusion the disc spaces, the facet joints were fused, and the bilateral pedicle screws at l4, l5 and s1 were all intact, had not backed out, and there were no lucencies. The laminectomy defect previously described a l4-5 on the right an l5-s1 on the right were all stable. There were no new lesions. "The only possible abnormality which is causing any canal stenosis or foraminal narrowing is the well ossified hyperostosis associated with the superior aspect of the s1 pedicle on the right and which narrows the right l5-s1 nerve root foramen to a moderate degree." This had become thicker and more heavily ossified compared to a prior exam.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004 per foi account ledger patient presented for follow-up. (B)(6) 2004 per foi account ledger patient presented for follow-up inpatient consultation. (B)(6) 2006 per foi account ledger patient presented for follow-up. (B)(6) 2006 per foi account ledger patient presented for follow-up. (B)(6) 2006 per foi account ledger patient underwent lumbar spinal fusion and insert spine fixation. (B)(6) 2009 the patient presented for an office visit and underwent x-ray of neck spine, l-s spine and pelvis. (B)(6) 2009, patient presented for an office visit. (B)(6) 2009 patient underwent a CT head brain without contrast. (B)(6) 2005, patient presented in ed with history of swelling and pain. (B)(6) 2005, patient presented for follow-up with complaint of cough, shortness of breath and fever. Patient underwent x-ray of chest. Conclusion: negative chest. (B)(6) 2005, patient underwent x-ray of chest. Impression: no acute cardiopulmonary disease. Patient underwent x-ray of chest. Impression: right internal jugular central venous catheter with tip overlying superior vena cava on the frontal view. No acute cardiopulmonary process. (B)(6) 2009: patient underwent mammogram. Patient underwent pelvic ultrasound. Impression: slightly enlarging anterior uterine fibroid. 2.2 cm complex mass in the left ovary, new since the previous study, showing slight degree of vascularity. Recommend clinical correlation. Recommend follow up ultrasound in one month if the patient's pain persists. (B)(6) 2009: patient underwent pelvic ultrasound, ¿transabdominal and transvaginal¿ due to follow-up on fibroids. Impressions: some free fluid is seen. The examination is otherwise stable as compared to the prior study. (B)(6) 2009: the patient underwent MRI of the brain. Impression: normal MRI of brain. Patient presented due to headaches, neck pain, chronic low back pain. (B)(6) 2009 patient presented due to headache. Impression: 1. Subjective headache complaints that seem in excess of objective findings: she had suffered headaches since (B)(6) 2008 after having been involved in a motor vehicle accident. However, this headache according to her was different in intensity and quality. It is possible that this is a vascular headache and we will have her concede an MRI of the intracranial vessels as well as ana and sedimentation rate. It is also possible that this was a drug-seeking behavior. 2. Chronic neck pain: this also began after a motor vehicle accident suffered in (B)(6) 2008, where she states that she suffered from whiplash and had been diagnosed with several bulging disks. She had an MRI in the hospital which has not been reported 3. Chronic lower back pain: she had two lumbar spinal surgeries and multiple epidural steroid injections as well as multiple pain medication regimens. An MRI of the low back was pending. 4. Gynecological problems; she had multiple gynecological surgeries, but currently is not complaining of any abdominal pain or discomfort. 5. Depression. 6. Narcotic dependence. 7. Remote history of demerol addiction: there are multiple scars on her legs from demerol injections. (B)(6) 2009 neurology: soreness of her lower jaw going up into her ear also c/o numbness. (B)(6) 2009 patient presented due to intractable headache. Neck: supple. No ¿thyromegaly¿ or lymphadenopathies, bruits or jugular venous distention. (B)(6) 2009 patient underwent MRI of l-spine with and without contrast. (B)(6) 2009: patient underwent CT of neck with contrast due to neck pain. Impression: no active disease. (B)(6) 2006: x-rays of the lumbar spine showed l4-5, l5-s1 with disc space narrowing. An MRI from (B)(6) 2006 was read. Impression: age appropriate spondylosis ¿deformans¿ of the lumbosacral spine. (B)(6) 2006 the patient presented for a follow up visit. X-rays of the lumbar spine showed l4-s1 fusion. Instrumentation intact. No dislodgement of interbody cages. (B)(6) 2011: x-rays of the lumbar spine showed l4-s1 fusion stable/well consolidated. Old CT myelogram showed adjacent segment stenosis. (B)(6) 2012 the patient presented with complain of left shoulder pain which radiated down her left arm and fore arm. She complained of numbness down to the left thumb and fore finger. MRI of the cervical spine was done. Impression: left shoulder pain radiating to the arm, originating from the left shoulder versus c6 nerve root. (B)(6) 2010: patient presented with abdominal pain with gastritis nausea and vomiting, feels dehydrated. (B)(6) 2010: patient underwent CT of abdomen with and without contrast. Impression: mild mural thickening of the descending and sigmoid colon of uncertain significance. It may be an acute or chronic finding colitis is not seen. 2 cm left ovarian cyst. The rest of the examination is normal. On (B)(6) 2013 the patient was admitted for cellulitis of leg and psychoses. Bilateral lower leg abscesses. Patient underwent the ultrasound and fluoroscopic guided right upper extremity PICC line placement by the radiologist. Assessment: 1. Bilateral medial ankle abscesses status post incision and drainage. 2. Possible developing left upper shin abscesses, not yet debrided. 3. Depression, status posts baker acting. 4. Keflex and ¿cefaclor¿ cause rash. 5. Difficulty with urination and starting a stream. 6. Annular granulomatous skin rash, chronic and follow-up by outpatient dermatology per patient. (B)(6) 2013: the patient presented with the following preoperative diagnosis: left lower mid leg abscess. She underwent the following procedure: incision and drainage of abscess of left lower mid leg. No patient complications were reported. (B)(6) 2013: the patient was discharged in stable condition. (B)(6) 2012: patient underwent digital mammogram with cad. Impression: no worrisome findings. Patient underwent x-ray dc bone density dxa-axial. Impression: mild osteopenia in the left and right ¿femoral¿ neck with normal bone mineral in the wrist. On (B)(6) 2004, patient was admitted due to back pain. Patient underwent radiologic study of lumbar spine. Impression: negative lumbar spine. (B)(6) 2004: the patient presented with intractable low back pain. Patient underwent MRI of lumbar spine w/o <(>&<)> w contrast. Impression: evidence of right sided laminectomy of ¿laminotomy¿ of l4. Spondylosis ¿deformans¿. On (B)(6) 2007, patient underwent CT of lumbar spine due to low back pain. Impression: post op changes consistent with a right l4-5 hemilaminectomy. Minimal annular disc bulging at l4-5 and l5-s1. No definite disc herniation or spinal stenosis is identified. On (B)(6) 2004, patient underwent ultrasound of gall bladder due to back pain. Impression: no evidence of ¿cholelithiasis¿, biliary dilatation or masses. On (B)(6) 2009, patient underwent CT of brain without contrast. Impression: normal unenhanced CT scan of the brain without an acute or evolving intracranial process.